Manufacturer narrative:
The product involved in the complaint was not returned for evaluation or investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to get additional complaint information and request the product back were unsuccessful to this point, and are still ongoing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service on (B)(6) 2015, that her pump in style breast pump transformer housing broke open, exposing the inner circuitry , which is a safety risk.